Event description:
On (B)(6) 2012, the patient had right side si joint arthrodesis where three ifuse implants were placed. The patient presented to a new surgeon eighteen months later with complaints of pain. Based on CT scans, the new surgeon believed that there was a late recurrence of pain along with the third implant possibly being too close to a nerve. On (B)(6) 2014, the surgeon performed an open procedure where he used an osteotome to remove all three implants.

Manufacturer narrative:
Removed implants were sent to a third party laboratory for histological analysis. No structural analysis was performed. Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause is symptomatic late recurrence of symptoms. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# 7753002898002, manufactured 09/27/11, expires 2014-11 (x2) ifuse implant, p/n 7045-90, lot# 7663002731004, manufactured 06/17/11, expires 2014-10. Third party histological analysis.